Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the power tool was broken was confirmed. An assessment was performed and it was determined that the assignable root cause of the cracked saw head locking mechanism was due to improper construction and design. This issue has been escalated to CAPA. The condition of the trigger not moving smoothly was determined to be due to wear from normal use. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the battery oscillator device, it was determined that the saw head locking mechanism was cracked, and the trigger of the device did not move smoothly. It was further determined that the device failed pretest for check saw blade coupling and trigger test. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.